Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: plastic inside visiport has come loose/broken off / retrieved by surgeon from wound. Patient outcome: event salvaged; no adverse patient outcome noted at this time.